Manufacturer narrative:
The narrative information has been revised. The revised information has been provided with this report. (B)(4).

Event description:
Customer experienced low blood glucose of 32 mg/dl that required emergency medical assistance. Customer had seizure and was unconscious. Customer was treated by the emergency medical service with food and shots of sugar. Customer was not admitted to the hospital. Before bedtime, customer's blood glucose rose to 500 mg/dl which was treated with a bolus. Blood glucose went down to 444 mg/dl and customer took a manual shot. Auto mode feature was not in use at the time of the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical service and were hospitalized due to high blood glucose as well as low blood glucose level also they were unconscious with blood glucose level was 500 mg/dl, 32 mg/dl. Customer stated other blood glucose value was 444 mg/dl. Customer was experienced symptoms such as nausea. Customer was treated with insulin pump and shot for high blood glucose level and food for low blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.